Manufacturer narrative:
Suspect medical device UDI: (B)(4).

Event description:
During product analysis on the tablet the lab was unsuccessful in exporting the tablet's data onto the sd card. The database utilities button was greyed out and disabled. The tablet case was then opened and a visual inspection was competed. It was found that the card read lead of the sd memory card slot was not soldered onto the main pcb; it appeared that the soldered connection was cracked between the lead and the main board. The lead was then soldered back into place and the data was successfully exported onto the sd card. A review of the exported file contents identified no anomalies. Potential contributing factors of the cracked solder connection between the main pcb and the card read lead include poor quality soldering of the joints during manufacture as well as mechanical trauma during use in the field. No additional relevant information has been received to date.